Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation ¿no image¿ was confirmed. Due to damage on charge coupled device (ccd) unit, the image is not displayed. There were few additional findings. The bending section cover had a scratch. The adhesive if the bending section cover was chipped. Due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm associated with the event.